Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional device product codes: mnh, osh, kwq, nkb, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility address: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported that on (B)(6) 2022, the thread of a verse pedicle screw was destroyed and therefore no locking cap could be placed. The screw had to be left open in an idiopathic scoliosis case. There was a delay of 5 minutes due to the event. The procedure was completed successfully. Fragments were generated, but they were easily removed without additional intervention. No further information is available. This report involves one expedium verse spine system verse correction key 5.5. This is report 2 of 3 for (B)(4).